Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that there was fluid under the lcd display. Customer stated that the pump was in her bag and she left it by the pool and she came back and it was wet pump exposed to fluid. The customer states the insulin pump was exposed to fluid/moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.